Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 (mg/dl). Customer administered a syringe bolus to treat their bg level. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer uses humalog insulin in the pump cartridges for 3-4 days at a time, and stated that they only use the abdomen for infusion site placement. Customer was reminded that humalog is indicated for use up to 48 hours. Customer indicated that they will change their infusion site and consult with their health care provider if needed.